Event description:
On 24-dec-2025, a sales representative reported via email that an ar-1927bct biocomposite corkscrew ft suture anchor malfunctioned during a rotator cuff repair procedure performed on (B)(6) 2025. The anchor insertion was unsuccessful as the device separated while partially seated, exposing the sutures. The surgeon removed the entire anchor and confirmed that it had completely come apart. No damage was noted upon opening or prior to insertion. The procedure was completed using two additional ar-1927bct biocomposite corkscrew ft suture anchors without issue. The case was not delayed, and no additional anesthesia was required. No patient harm was reported. Additional information was requested on 29-dec-2025.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation is confirmed based on photographic evidence of an ar-1927bct batch 15454635 in which the anchor experienced component separation during insertion, resulting in exposure of the sutures. Based on the information provided, which may include the returned device (if available), photographs, videos, event description, and any additional field input, arthrex has determined the most likely cause. The most likely cause of the unsuccessful anchor insertion is attributed to deployment-related factors during use, such as off-axis insertion and/or prying or leveraging of the device, which may have contributed to partial seating and subsequent anchor separation.